Manufacturer narrative:
Patient information: unk. Serial number, expiration date: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
Article stated that the surgeon implanted an icl implantable collamer lens into a patient's eye. The lens was explanted due to cataract development. Patient underwent surgery and iol implantation. Attempts at obtaining additional information have not been forthcoming.